Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for device upgrade procedure. During device interrogation prior to the procedure, it was noted that the patient's right ventricular (rv) lead exhibited noise and elevated capture thresholds. Therefore, the physician elected to explant and replace the lead. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead noise was oversensed resulting in ventricular fibrillation episodes being logged and that there was lead fracture.